Event description:
It was reported to philips that the ECG cable was broken. The remote service engineer (rse) evaluated with the assistance of the customer and found that ECG cable and grabber needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable and grabber. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the ECG cable was broken. The remote service engineer (rse) evaluated with the assistance of the customer and found that ECG cable and grabber needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable and grabber. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.